Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient lost consciousness at some point and the wife was not able to wake him up, so she called an ambulance. The paramedics arrived and they treated the patient with glucose injection (meant to be glucagon). At the time of the report the patient was feeling better. At an unspecified time of the event the cgm reading was 70 mg/dl and the bg reading was 30 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.